Event description:
It was reported that during normal device change out, externalized conductors were observed via fluoroscopy. The electrical function of the lead was normal. The lead remains implanted. The patient medical condition is good.